Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that geometry cannot move. After reviewing the log file fse found that there is a communication problem with the geo ipc. Upon did some testing the fse reinstalling the ipc and recover the software. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform geometry movements. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.